Event description:
A complaint of high readings was received on a customer's precision xtra blood glucose meter. The customer obtained a reading of 101 mg/dl compared to a laboratory reading of 62 mg/dl within a ten-minute timeframe. When plotting the readings on a parkes error grid the results fall in the 'c' zone. The 'c' zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). Customer returned precision xtra blood glucose meter with serial number (B)(4). The complaint was not confirmed and no new issues were observed. All results were within range specification, and no errors or other issues were observed during control solution testing.